Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was received and evaluated. Visual observation confirms that the (white) adjusting suture was broken. A definitive root cause cannot be determined. However, as there were no sharp objects used during the procedure, a possible root cause can be attributed to excessive tension applied during the procedure. A non-conformance search was performed for this part232447, lot l758162 of devices and no non-conformances were found. Furthermore, a review into the depuy synthes mitek complaints system revealed no complaint of any sort for this lot of devices. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during an acl procedure the sales rep's rigidloop adjustable cortical implant white suture broke in the middle of the loop after catching on the graft while moving into the femoral tunnel. The case was completed by removing the graft and the suture, and repeating the process with the same bone hole. No debris was left in the patient and no suture passer or cutter was used during the case. There was no patient harm, but there was a fifteen minute delay to complete the case. The device is being returned for evaluation.